Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging his ipg. In time, the battery became inoperable and the patient lost stimulation. As a result, the patient underwent ipg replacement. Effective therapy was restored post-op.